Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) rate displayed 0 ml/hr during a patient¿s treatment on a fresenius 2008t machine. The display front panel keypad indicated that the uf function was turned on and the uf goal was set to 2300 ml. A registered nurse (rn) confirmed the reported event during follow-up. The rn stated that the machine did not alarm and confirmed that the uf was not turned off at all during treatment. The machine was pulled from service when the issue was identified. The patient was able to successfully complete treatment on a different machine with the correct amount of fluid removed from the patient at the end of treatment. The patient¿s pre and post weights were as expected and the same scale was used for both readings. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Per the biomed, the reported issue could not be duplicated during testing. The machine was returned to service and no parts were replaced or machine repairs made.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) rate displayed 0 ml/hr during a patient¿s treatment on a fresenius 2008t machine. The display front panel keypad indicated that the uf function was turned on and the uf goal was set to 2300 ml. A registered nurse (rn) confirmed the reported event during follow-up. The rn stated that the machine did not alarm and confirmed that the uf was not turned off at all during treatment. The machine was pulled from service when the issue was identified. The patient was able to successfully complete treatment on a different machine with the correct amount of fluid removed from the patient at the end of treatment. The patient¿s pre and post weights were as expected and the same scale was used for both readings. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Per the biomed, the reported issue could not be duplicated during testing. The machine was returned to service and no parts were replaced or machine repairs made.